Event description:
It was reported that the image of the subject device was not visible and there was a noise on the screen. The issue was identified before a therapeutic transurethral resection of the prostate in saline; however, the procedure was completed, replacing the camera head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4 and h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects due to cracks in connectors, electrical contact corrosion, main body scratches (lens), free lock lever corrosion, scope mount corrosion, heavy operation due to scope mount corrosion and connector cracks. Based on the results of the investigation, it is likely the following led to the malfunction: it was assumed that the connector cracks were flooded; therefore, the communication failure occurred, resulting in the generation of image noise. The event can be prevented by following the instructions for use which state: if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during an endoscopic examination, and you do not know how to recover, turn the otv-s7v power off and on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7v, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to stop using the endoscope. It is very dangerous to leave the endoscope inserted in the patient while the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull them out using the safest method before removing the endoscope. Also, during the procedure, be sure to have a spare product available in order to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device was not visible and there was a noise on the screen. The issue was identified before a therapeutic transurethral resection of the prostate in saline; however, the procedure was completed, replacing the camera head. There were no reports of patient harm.